Event description:
The patient was noted to have irritation of the skin with erythema immediately following removal of the left anterior thigh grounding pad. In the recovery room, a central blister was identified and the area of erythema measured 24 x 4 cm in an irregular pattern in the distribution of the radiofrequency grounding pad. There was a 7 x 2.5 cm central area of skin blister. The burn team was consulted for evaluation and it was felt that this area had the appearance more typical of a grounding pad thermal injury as opposed to skin reaction from adhesive.====================== manufacturer response for radio frequency tissue ablation system, (brand not provided) (per site reporter)======================the manufacture found the following:the reported condition of a burn could not be duplicated. During testing, the microprocessor was found to be defective and was replaced. Further testing found the audio board to be defective also, and it was replaced. The unit was recalibrated, tested and found to function normally and within specifications.